Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was intermittently unresponsive. The customer also reported that the usb charging port is damaged, and the cord has to be held the cord for it to charge. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support and no further information was able to be obtained.